Event description:
A malfunction was reported on a pump, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.